Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone and went to the emergency room. It was found that a lead integrity alert (lia) triggered for the rv lead due to elevated sensing integrity counter (sic) and lfp (lead failure predictor) episodes. Provocative testing showed noise on both bipolar and rvtip-to-rv coil sensing configurations. A possible fracture was suspected. The patient was admitted to the hospital and the rv lead was capped and replaced the following day. No patient complications have been reported as a result of this event.